Manufacturer narrative:
The product insert / directions for use (dfu) states perfluoron must be completely removed from the eye and replaced with an appropriate vitreous substitute. Also the literature provides precautions to avoid inadvertent placement of perfluoron behind the retina during injection, the final fill level in the eye should always remain posterior to any large retinal breaks, additionally, the literature states if perfluoron is introduced into a large retinal break, it may slip into the subretinal space. Special care should be taken to examine for and remove any subretinal perfluoron through an existing posterior tear or through a posterior retinotomy prior to completion of surgery. No lot code was provided and no sample was returned so no further investigation could be performed at this time. Literature citation: hajime bando, toshihide ikeda, takamasa minami, eriko nakatani, ryo iishi, tomohito tanaka, kosaku sawada, yoshihito oura, tatsuhiko sato and kazuyuki emi: analysis of cases with perfluorocarbon liquid remaining in eyes. Abstracts of the 34th annual meeting of the (B)(6) society of ophthalmology. (B)(4). This report was mailed to FDA on: 02/11/2011. (B)(4).

Event description:
Literature article reports: a (B)(6) year-old, male, underwent surgery to repair a giant retinal tear. A vitrectomy was performed and perfluoro-n-octane (pfo) was used. Three months following initial surgery, the surgeon noted pfo residues under the retina. There was no scotoma corresponding to the position of the pfo residue and there were no subjective symptoms. The prognosis is being observed. This is the third of four medical device reports being reported for this literature report.